Event description:
Clinical study. Same case as MFR# 6000089-2006-02050. It was reported that 62 days post index procedure, the patient expired. The index procedure treated a de novo lesion in the mid left anterior descending (lad) artery. The lesion was 2.75 mm wide, 28 mm long, and 90% stenosed. There was mild calcification. The physician predilated the lesion prior to placing both a 2.75 x 16 mm and a 2.75 x 28 mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged one day later receiving aspirin and plavix. On day 62, the patient expired. Cause of death per electronic study documents is myocardial infarction. Neither an ECG nor enzymes were performed. The patient was taking aspirin and plavix at the time of death. In the opinion of the physician, there is an unknown relationship between the mi/death and the taxus liberte stent. Further information has been requested. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8157436 found that the device met its material, assembly and product specifications, at the time of release to distribution.